Manufacturer narrative:
Reason for reoperation: b.5, b.6.

Event description:
Patient reported an exchange from textured to smooth breast implant due to the patients¿ concern with the product, hardness. Capsular contracture grade 3. Imaging report identified two 5 mm cysts (each with contents), a simple 4 mm cyst, and a solid heterogeneous nodular appearance 13 mm in size with well-defined edges, slightly lobed and parallel axis. This relates to the left side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported an exchange from textured to smooth breast implant due to the patients¿ concern with the product, hardness. Capsular contracture grade 3. This relates to the left side. Device remains implanted.